Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Screw fragment remained in the patient. Device is not expected to be returned for manufacturer review/investigation. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent initial implant procedure on (B)(6) 2017. On "an" (B)(6) 2018, patient underwent revision surgery for the removal of adhesions causing a stiff knee. It was noticed that the screws may have been rubbing in the joint. The surgeon decided to remove them. The 4.5mm headless cannulated screw came out successfully. The 4.0mm cannulated screw head stripped requiring a larger incision to access and grabbed with a plier. 4.0 mm cannulated screw broke leaving a portion of the shaft inside the femoral condyle. There was a surgical delay of approximately one hour. The procedure was successfully completed. Patient status is stable. This (B)(4) post-operative event requiring revision surgery. (B)(4) captures the intra-operative event occurred during revision surgery. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).